Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had an equipment disabled message. There was no reported patient involvement.

Manufacturer narrative:
The field service engineer applied (B)(4) to the device to resolve the issue. Note that (B)(4) includes upgrading the device software and replacing the following parts: speaker assembly, battery pca with stabilizer, therapy pca, processor pca, rear assembly, therapy port receptacle with therapy port receptacle extender, lan to processor pca cable, power supply to therapy pca cable, and ECG port connector block.